Manufacturer narrative:
(B)(4).

Event description:
The customer reported a retic reagent leak from the beckman coulter lh 750 hematology analyzer station unto the counter. The customer was unable to determine the source of the leak. The customer was only running retic controls at the time of the event, therefore, no retic results were produced. Fluids associated with this event: blood, diluent, retic stain and clenz. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The facility does have a risk management / exposure control plan is in place. On (B)(4) 2012, a field service engineer (fse) was dispatched and confirmed a leak of retic stain, only when running retic samples. Fse replaced the drain tubing on the retic stain chamber (vc24), which resolved the issue. The cause of the leak was the drain tubing on the retic stain chamber (vc24).